Manufacturer narrative:
UDI - (B)(4). Complaint sample was not returned for evaluation; however, a photo was provided: failure analysis - a photo was provided that showed one of the plug pins missing. If the product is received, the complaint will be updated. Root cause - the complaint was confirmed in the complaint investigation. Potential root causes include, excess voltage applied through usb port as user has finger in power supply input port, or inappropriate technique for assembly and use of the device.

Event description:
N/a.

Manufacturer narrative:
Investigation update: failure analysis - product has not been received at the testing facility for analysis. A photo was provided that showed one of the plug pins missing. If the product is received, the complaint will be updated. The product development team did do some additional investigation using a power supply that they had in-house, and found that the prongs could potentially break off if the plug is removed from the outlet with any type of twisting motion, or removed at an angle. It is recommended to the customer that they remove the plug as straight out as possible to avoid twisting of the parts. Root cause - potential root causes include inappropriate technique for assembly and use of the device. The information from product development suggests that in addition, the twisting/removing from the outlet at an angle could potentially result in the prongs breaking off the plug.

Event description:
N/a

Manufacturer narrative:
Investigation update: failure analysis - product has not been received at the testing facility for analysis. A photo was provided that showed one of the plug pins missing. If the product is received, the complaint will be updated. The product development team did do some additional investigation using a power supply that they had in-house, and found that the prongs could potentially break off if the plug is removed from the outlet with any type of twisting motion, or removed at an angle. It is recommended to the customer that they remove the plug as straight out as possible to avoid twisting of the parts. Root cause - potential root causes include inappropriate technique for assembly and use of the device. The information from product development suggests that in addition, the twisting/removing from the outlet at an angle could potentially result in the prongs breaking off the plug.

Event description:
N/a.

Event description:
A facility reported a "minor electrocution" of a staff member. The charger plugs pins have been falling out as they pull the plug out the socket. No injury reported and the event did not led to surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted